Manufacturer narrative:
This complaint was involved with two devices. Device 1 is being reported under this MDR 2247858-2017-00001 and device 2 is being reported under MDR 2247858-2017-00002. Type of reportable event: serious injury was selected because "other" is no longer an option on the electronic form. However, endoleaks and dissections are a known adverse events of tevar procedures. Device not returned.

Event description:
Stent-migration and type 1a endleak were confirmed for relayplus implanted on (B)(6) 2015 tevar was performed to add relay plus, and a dissection at the access site was suspected at the end of this additional operation. [Description / sequence of events]: on 01/10/2017 - jll was informed about stent-graft migration and type ia endleak on this patient (7-8 mm migration, unknown when it was found). This patient had received tevar in the past ((B)(6) 2015), and relay plus had been implanted (28-m3 38 145 34 24 90u/150828143). During this initial implant, no bypass operation was performed. Lsa was occluded by a coil and endleak was not confirmed at that time. This patient also had underwent evar (unknown when), and stent-graft (gore/excluder) was implanted. On (B)(6) 2017 - tevar was performed. (In order to keep an access route, a catheter was inserted into aneurysm from the right arm.) - relay plus was placed just below lcca as planned and balloon touch up was performed; however endleak was not disappeared. - three micro coils were then additionally inserted to the proximal neck area, and endleak was decreased. - at the end of operation, angiography was performed on access site; insufficient blood flow was confirmed on left internal iliac artery (iia). Dissection on external iliac artery (eia) was suspected (blood clot was also suspected because there was stent-graft implanted on this area from the past evar); however, the exact reason of this insufficient blood flow was not determined. - additional stent-graft (medicon/ luminex 10 mm-6 cm) was implanted. Blood flow was not fully recovered, but the operation was completed and the patient will be continuously monitored. - physician's comment * the access vessel was not extremely thin. * there was no resistance during inserting devices."